Manufacturer narrative:
The pod was received not deployed. The pod's download data showed a pulse count of 46 and graphical data for only first priming. The pod was then deactivated and never deployed. During the investigation, it was noted that the hook talons slipped over the ratchet gear teeth, failing to rotate the ratchet gear. Both an attempt to use an external power source, as well as connecting with a separate pdm was made, both unsuccessful in rotating the ratchet gear. The reason for the hook talons failing to rotate the ratchet gear could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose reached greater than 250 mg/dl. The needle mechanism had fully deployed before the pod was able to be used.